Manufacturer narrative:
(B)(6). A visual assessment was performed after disinfection. As received, the working channel sleeve protruded. A functional assessment was performed and maximum working channel sleeve protrusion was observed when the tip was articulated by turning the small knob in the counterclockwise direction as well as the large knob in the clockwise direction. A functional evaluation was performed. The device was plugged into the controller. When articulated, pixelation was displayed before the image was lost. Although the specific reported complaint incident of ¿no visualization¿ was not confirmed, a visualization issue was observed, therefore confirming the complaint. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a spyglass procedure performed on (B)(6) 2018. According to the complainant, during preparation, the spyscope ds was connected to the spyglass digital controller but there was no visualization. The spyscope ds was unplugged and reconnected but still there was no image appeared on the screen. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be perfect. This event has been deemed reportable based on the investigation finding: working channel sleeve protruding.